Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during ureteroscopy with ileal loop procedure performed on (B)(6) 2014. According to the complainant, during the procedure the tip of the navigator access sheath had detached inside the patient. The tip of the navigator that detached was retrieved using a basket and a grasper. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
From a visual evaluation, the tip of the dilator was found to have detached/separated from the device. The broken ends of the dilator showed no damage or deformation. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of undeterminable. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during ureteroscopy with ileal loop procedure performed on (B)(6) 2014. According to the complainant, during the procedure the tip of the navigator access sheath had detached inside the patient. The tip of the navigator that detached was retrieved using a basket and a grasper. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.